Event description:
Caller reported an issue with the touchscreen responsiveness, specifically noting delays and difficulty in pressing the unlock numbers, with the number 3 being particularly troublesome. There was no reported impact on the customer's blood glucose level. Technical support provided instructions for a complete pump reset, but the caller declined further follow-up and will reset the pump at their convenience.